Event description:
Customer reported a blood leak alarm occurred with a fine spray of blood in the centrifuge at about 200 ml whole blood processed, so the treatment was aborted and no blood in the kit at that time was returned to the patient. Customer reported when the treatment was aborted, both drive tube bearings were still properly installed in the bearing retainers. Customer reported the blood leak seemed like it may have originated in the area where the drive tube connects to the bowl, or between the two drive tube bearings, but no faults were visible in the drive tube. Customer stated she was able to clean the centrifuge and had already installed a new kit and started a new treatment for this patient. The customer has agreed to return the kit for investigation.

Manufacturer narrative:
Lot c346 was reviewed and there were no nonconformances. This lot met all release requirements. At the time of the investigation, no trend was detected for alarm #7 and drive tube leak/break. CAPA (B)(4) was initiated and closed for drive tube leak/break; CAPA (B)(4) is currently open for further investigation. The smart card data and kit, including the centrifuge bowl, were returned for the analysis. The visual examination of the centrifuge bowl and drive tube showed no signs of a blood leak on the bowl, but there was a spot of dried blood about 2.5" long on the drive tube about halfway between the bearing stops. The product use simulation test was performed and there was no indication of a leak in the drive tube. Moreover, no indication of a leak was seen when the bowl was pressurized with a syringe attached to the whole blood inlet line. Therefore, the complaint could not be verified. However, complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).